Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) found no issues during diagnosis. A thorough inspection was performed, row board cables were reseated, and the unit was tested in test mode. The customer inventory was verified from the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 and 4.2 failed and were not detected on the bus. The customer rebooted the device and attempted recovery, but the issue persisted. Also, unplugged and re plugged the power cable, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.